Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The insulin pump's motor may have had an intermittent failure that was not detected during analysis testing. Analysis unable to perform occlusion and excessive no delivery tests due to motor error alarm. The insulin pump was received with a minor scratched display window, a cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was able to resolve the issue. The device was returned for analysis.